Manufacturer narrative:
(B)(4). (B)(6). Reported event of wire break. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome¿ was used in the papilla during a papillotomy procedure. According to the complainant, during the procedure, initially the device was able to bow properly after being inserted into the papilla. After the device was bowed several times, the cutting wire faced the incorrect direction. The physician then decided not to use this device and tried to remove it. However, the cutting wire did not get back to its original position and could not be removed. The physician pulled the device to try and get the cutting wire back to its original position; however, the cutting wire detached. No part of the device detached inside the patient, and the device was removed. The procedure was completed with a second stonetome¿. The same generator and active cord were used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Additional information: visual evaluation of the returned device found that the cutting wire was bent, broken and blackened. The cutting wire was found bent, and broken, and blackened, so it is most likely that a peak of voltage during the procedure could cause the failures noted. Based on the device condition, the most probable root cause of this complaint is operational context since due to anatomical/procedural factors encountered during the procedure, performance was limited. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the papilla during a papillotomy procedure. According to the complainant, during the procedure, initially the device was able to bow properly after being inserted into the papilla. After the device was bowed several times, the cutting wire faced the incorrect direction. The physician then decided not to use this device and tried to remove it. However, the cutting wire did not get back to its original position and could not be removed. The physician pulled the device to try and get the cutting wire back to its original position; however, the cutting wire detached. No part of the device detached inside the patient, and the device was removed. The procedure was completed with a second stonetome. The same generator and active cord were used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information as of august 29, 2016. The papillotomy procedure was performed on (B)(6) 2016.